Event description:
It was reported that a hand-held device would not respond to screen taps with the stylus. The physician's site had performed hard resets on the device, but the issue was not resolved. The flashcard was stated to be fully seated. The product's return is expected, but has not occurred to date. Attempts for further info have been unsuccessful to date.